Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), who contact the company to report an adverse event and product complaint (pc), concerned a 50-year-old male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25) via an unspecified reusable humapen; 22 units in the morning and 22 units in the evening, subcutaneously, beginning sometime in the end of 2015 (conflictive information also reported beginning 2016). Indication for use was not provided. Since an unknown date he experienced small lumps at the injection site. In oct or nov-2017 he bought three bottles of insulin lispro that were stick together; he thought that might be caused by the heating when were stored. Sometime in 2018 after he administered the three bottles of insulin lispro his diabetes became severe, his blood sugar was not controlled well, his value was more that 10 (normal reference range and units not were provided) the highest was more than 20 (normal reference range and units not were provided), so he suspected that these three bottles were counterfeit drug or had expired. On (B)(6) 2018 due to his blood glucose was not controlled well he was hospitalized in (B)(6) hospital (no more information was provided). On an unknown date after being hospitalized he was checking and found that his pancreas islet function was almost lost (normal reference range and units no were provided) and his immunologic function decreased much (normal reference range and units no were provided). On an unknown date his postprandial blood glucose was 15.7 (normal reference range and units no were provided) so he injected 23 units of insulin lispro, so his physician ordered adjuster his dosage to 26 units in the morning and 18 units at night. He thought that his blood glucose was high du to he did not control his diet, also might be related to the effect of the three bottles of insulin lispro that were not good. It was noted that the humapen was not flexible, difficult to be pushed down, and sometimes too much insulin flowed out when the injection button was pushed hard (product complaint (B)(4)/ lot number unknown). Information regarding corrective treatment, outcome of the events, insulin lispro treatment status and details regarding discharge dates as well as further corrective treatments and laboratory tests done while hospitalized were not provided. The patient was the operator of the suspect device and his training status was not provided. The general device duration of use was not provided but started sometime in 2015 (also reported on 2016). The suspect device duration of use was not provided. The suspect humapen was not returned to the manufacturer. The reporting consumer did not provide an assessment of relatedness between the events with the insulin lispro treatment or device. Edit 11apr2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 18-apr-2018: information was received on 16-apr-2018 contained product complaint (pc) number. Pc number was processed accordingly and no new information was added to the case. Update 27-apr-2018: information was received on 16-apr-2018 from the affiliate provided the product complaint reference number ((B)(4) with tr: (B)(4)) and processed (B)(4)) in catool. No changes were made to the case. Edit on 01-jun-2018: upon external review on 31-may-2018 ai was created to monitor pc in catool to process ((B)(4)). Update 06jun2018: additional information received on 06jun2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields, improper use and storage from no to yes. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 06jun2018 in the b.5. Field. No further follow up is planned. Evaluation summary: a male patient reported his humapen (unspecified device) "was not flexible." The patient stated sometimes the humapen was difficult to push, and sometimes too much insulin flowed out when the injection button was pushed down hard. The patient also stated he changed the needle every two (2) to three (3) days. The patient experienced inadequate control of his blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core user manual instructs to use new needle for each injection. There is evidence of improper use. The patient reused needles which may be relevant to the event of inadequate control of blood glucose.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: pending. This solicited case, reported by a consumer via a patient support program (psp), who contact the company to report an adverse event and product complaint (pc), concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25) via an unspecified reusable lilly pen; 22 units in the morning and 22 units in the evening, subcutaneously, beginning sometime in the end of 2015 (conflictive information also reported beginning 2016). Indication for use was not provided. Since an unknown date he experienced small lumps at the injection site. In (B)(6) 2017 he bought three bottles of insulin lispro that were stick together; he thought that might be caused by the heating when were stored. Sometime in 2018 after he administered the three bottles of insulin lispro his diabetes became severe, his blood sugar was not controlled well, his value was more that 10 (normal reference range and units not were provided) the highest was more than 20 (normal reference range and units not were provided), so he suspected that these three bottles were counterfeit drug or had expired. On (B)(6) 2018 due to his blood glucose was not controlled well he was hospitalized in (B)(6) and (B)(6) hospital (no more information was provided). On an unknown date after being hospitalized he was checking and found that his pancreas islet function was almost lost (normal reference range and units no were provided) and his immunologic function decreased much (normal reference range and units no were provided). On an unknown date his postprandial blood glucose was 15.7 (normal reference range and units no were provided) so he injected 23 units of insulin lispro, so his physician ordered adjuster his dosage to 26 units in the morning and 18 units at night. He thought that his blood glucose was high du to he did not control his diet, also might be related to the effect of the three bottles of insulin lispro that were not good. Information regarding corrective treatment, outcome of the events, insulin lispro treatment status and details regarding discharge dates as well as further corrective treatments and laboratory tests done while hospitalized were not provided. The patient was the operator of the suspect device and his training status was not provided. The general device duration of use was not provided but started sometime in 2015 (also reported on 2016). The suspect device duration of use was not provided. The action taken of the device was not provided. It was unknown if the device was available for return. The reporting consumer did not provide an assessment of relatedness between the events with the insulin lispro treatment or device. Edit (B)(6) 2018: updated medwatch and (B)(6) fields for expedited device reporting. No new information added.